Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. It was reported that the network connection between pleora and mobile view station (mvs) central processing unit (cpu) was not connecting. Upon troubleshooting, it was found that the pleora network connection failed. Replacing the pleora resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect pleora has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not exit standalone mode. During troubleshooting, representative rebooted both image acquisition system (ias), mobile view station (mvs) together and restarted application on both while connected but could not resolve the issue. Rebooting both systems without umbilical cable and re-connected but resolution could not obtained. Representative tried connection through axeda offline. Representative looked through image acquisition system (ias) status on the application and noted that the frame grabber was not active and reseating the ethernet connector on the mobile view station (mvs) however the issue persisted. There was no patient present at the time of the issue.

Manufacturer narrative:
The pleora was returned to the manufacturer for analysis. The pleora was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.